Event description:
On (B)(6),2025, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure. After the procedure, it was reported that the drainage catheter connector was allegedly found fractured. It was further reported that allegedly leakage was observed. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a drainage catheter in which the hub is noted to be cracked, and some part of the hub is noted to be missing. Therefore, the investigation is confirmed for the reported catheter connector fracture, fluid leak and identified material separation issues. A definitive root cause for the catheter connector fracture, fluid leak and identified material separation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure. After the procedure, it was reported that the drainage catheter connector was allegedly found fractured. It was further reported that allegedly leakage was observed. Reportedly, the catheter was removed and replaced. There was no reported patient injury.